Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep could not duplicate the problem.

Event description:
It was reported that the 7600 system would not display a video while preparing for a case. An alternate c-arm was brought in to complete the case. No pt injury was reported.